Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during preparation for a ureter stone procedure. Reportedly, the intended procedure was completed using another camera.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e224, occurred due to poor communication caused by the cable failure, resulting in a failure to recognize the subject. The event can be prevented by following the instructions for use which state: be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was presenting, but unable to white balance and the e224 error code was displayed due to a faulty cable. Additionally, the packing cab was chipped and the rear cover was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image appears on her olympus 4k autoclavable camera head but could not white balance and presenting an e224 communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.